Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons had delayed responsiveness. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the ok button and contrast buttons are intermittently unresponsive. The keypad peeling at ok button and was removed. Contamination was found under all contacts. Unrelated to this complaining, the vibration motor was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.